Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was hospitalized for an infection. A follow up call was made to the patient's nurse who reported the patient was hospitalized from (B)(6) 2016 due to peritonitis. The peritonitis was attributed to a break in sterile technique. Pd culture results showed gram+ cocci in clusters and rothia mucilaginosa. The patient was treated with gentamycin 1.5 gm 3days x 3 weeks and the last dose was taken on (B)(6) 2016. It was noted the patient improved by (B)(6) 2016. The patient was also re-trained on proper technique.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Medical records did not reveal the cause of the patient¿s peritonitis. Medical records did not indicate a causal relationship between the liberty cycler and the patient¿s peritonitis. Medical records did not indicate a malfunction occurred.

Event description:
Medical records were received from the patient's treatment facility. Medical records indicated the patient was diagnosed with abdominal pain and bacterial peritonitis.